Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: it was noticed a few days after the procedure that there was a leak in the staple line. There was a reoperation to correct the leak. There was no reinforcement material used. The patient had extended hospital stay and developed an infection after reoperation. The patient was treated with a wound vac. There was no unanticipated tissue loss. The patient underwent a colostomy. There was no blood loss of 500cc or more. There was no extension of or time of more than 30 minutes.